Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the touch pen was not working with the programmer and it was noted that the stylus connection on the media processing unit (mpu) was broken loose, and therefore the mpu and stylus were replaced and the stylus calibrated. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the stylus touch pen was not working with the programmer. It was further reported that the stylus was changed out but the issue remained. The programmer was returned for service. It was further requested that the programmer receive a test and calibration procedure. There was no patient involvement.